Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician reported that the implantable neurostimulator was explanted on (B)(6) 2018 and replaced with a competitor's implantable neurostimulator because the patient was experiencing paresthesia which was bothersome. It was noted that this was why the patient stopped charging the implantable neurostimulator. It was also noted that the spinal cord stimulation became less effective, so this was a reason that the patient stopped charging it. It was noted that the implantable neurostimulator became depleted and was not rechargeable.